Manufacturer narrative:
On 27-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a pulmonary vein isolation (pvi) with farapulse and one of the spines of the octaray mapping catheter was found to be torn and attached to the farapulse. This occurred post mapping. The octaray spine was found to be totally detached. The detached section adhered to farapulse and retrieved from the patient¿s body together. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following j&j medtech procedures. Visual analysis revealed that spline c was partially detached, and electrodes thirteenth, fourteenth, fifteenth and sixteenth were missing, additionally, electrodes seventeenth and eighteenth were bent and slid from its original place, no manufacturing deficiencies were observed in the area. A manufacturing record evaluation was performed for the finished device 31490190l, and no internal action was found during the review. The spline detached and electrode damage issues could be related to the electrical and tip separated issues reported by the customer; therefore, they were confirmed. The potential cause of the spline and electrode damage could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. Do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. Exercise caution when maneuvering the catheter near the valvular apparatus to avoid entanglement or entrapment which may result in the need for surgical intervention. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) with farapulse and one of the spines of the octaray mapping catheter was found to be torn and attached to the farapulse. This occurred post mapping. The octaray spine was found to be totally detached. The detached section adhered to farapulse and retrieved from the patient¿s body together. Upon confirmation by fluoroscopy, there were no foreign objects, such as spines, remaining in the cardiac cavity. Noise occurred at c-spine of octaray (in both carto3 and lab), and the issue was found when the catheter was checked outside the patient¿s body. The physician decided to continue the procedure and completed it as it was. No patient consequences were reported.